Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs showed that the set pre blood pump segment was perforated, which allowed the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization eua (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplement report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the pre blood pump tubing of an oxiris set during priming. There was no patient involvement. No additional information is available.